Event description:
It was reported that one minute from start of use the hme15-22m flex tube disconnected from the elbow (different MFR). The elbows used are disposable elbows that are reprocessed by pasteurization. No pt involvement or sequelae was reported.